Event description:
It was reported that the patient recently underwent a bypass procedure. It was noted that the right atrial lead exhibited loss of capture and loss of sensing. The patient presented in the operating room for a scheduled lead revision. The lead was explanted and replaced with no adverse consequences. The patient was in stable condition prior, during, and post operation. The patient would continue to be monitored.